Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown after approx 15 hours of therapy. The customer restarted the iabp but was unable to obtain augmentation. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
A photograph of the connector was sent to the manufacturing facility for review. When the connector is fully engaged, a locking tab prevents it from loosening. In addition, a clamp secures the cable to the printed circuit board, further preventing it from loosening. Since there is no record of the display head having been repaired during manufacturing or post-distribution, it is concluded that the connector may not have been fully engaged during the time of manufacturing, resulting in an intermittent connection. This failure has been reviewed with the manufacturing operators and awareness training was conducted, to assure that they are aware of the need to fully engage the connector at the time of assembly. The related manufacturing procedures were reviewed and have been determined to be adequate. We have not received any related complaints, and no related manufacturing assembly or test failures have been reported; therefore, this is considered an isolated event.